Event description:
Rn attempted to start IV with jelco protectiv plus safety IV catheter 20gx1", when attempted to advance the catheter tip needle broke through plastic catheter tip in pt vein. IV removed, catheter tip intact, however, needle punctured through plastic catheter. No harm to pt.